Event description:
It was reported that intermittent occlusion alarms occurred. As a result, customer's blood glucose level was displayed as "high," but no specific value was provided. A correction injection via multiple daily injections was administered, and it was noted that no assistance from a third party was required. Customer resolved the issue by completing a pump reset and changing out supplies.